Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the pacemaker exhibited sharp decrease of battery longevity within last three months. No intervention was performed. There were no adverse consequences to the patient due to this event, and the patient would continue to be monitored.